Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including death and worsening heart failure have been associated with use of this device as outlined in the instructions for use (IFU). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Pump has not been received.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathology report did not reveal evidence of thrombus within the pump. There was no gross evidence of surface abrasions within the pump. Based on the information available and considering that no manufacturing or functional deviations were identified, it is likely that air entered or remained inside the pump after de-airing, thus causing dynamic imbalance of the impeller which leads to noticeable vibration, power increase, and inadequate flow rates. Based on the investigation conducted, there is no evidence to indicate that a device malfunction contributed to the reported event. Additional observations indicate that the two segments found inside the pump were introduced post-event and most likely during disassembly of the vad at the user facility. The most likely root cause of the high power event has been attributed to air trapped inside the pump housing which caused a dynamic imbalance of the impeller that may lead to noticeable vibration, power increase, and inadequate flow rates. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by medical staff that the pump passed pre-implant wet-test without any issues. After implantation, the pump started with a rattling and strong vibration was noticed to the patient body. Power consumption was higher than expected (4.8-6 watts) at 2300 rpm. The pump was exchanged intra-operatively; the new pump is working properly. No additional information was provided at this time.